Event description:
The customer reported that the left, live monitor was not working. This issue will cause the system to be unusable due to a loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.